Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman fxd curve access system (was) and a 24 mm watchman flx laa closure device & delivery system (wds) were selected for use. The physician performed the transeptal crossing with the versa cross connect system and a watchman fxd curve access system (was). The 24mm closure device had to be repositioned in the appendage three (3) times. The physician completely removed the 24mm closure device from the patient and exchanged for a smaller 20mm watchman flx closure device. Five (5) partial recaptures and three (3) full recaptures were completed. During all the recaptures, 3-4 effusion sweeps were completed with echocardiography imaging with no effusion noted. The physician chose to abort the procedure due to the challenging anatomy of the patient. Upon removal of the devices, a pericardial effusion was noted. Pericardiocentesis was performed and 220cc of dark red blood was removed. Echocardiography revealed the effusion was resolving. The patient remained hemodynamically stable, and no medications were required. The patient was taken to recovery and admitted overnight for observation. Patient staus the patient remained stable and was discharged the next day.